Event description:
It was reported that a procedure with this console had to be canceled due to unknown reasons. No further information has been reported. This event is being reported due to the procedure being aborted/rescheduled.